Event description:
A surgical tech reported that during vitrectomy surgery, the unit would not aspirate. The staff adjusted the settings from 2500 to 800 and the procedure was completed with the same unit. There was no pt harm reported. Add'l info indicates that there was a surgical delay of 30 minutes during the troubleshooting process. The vitrectomy was an unplanned procedure. However, the customer reported that the procedure was not the result of the MFR's products.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the customer reported problem. Preventive maintenance was performed. The sys was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).